Event description:
Reportedly, the cpr4 cannot communicate.

Manufacturer narrative:
Upon reception, the returned cpr4 head was tested and the reported behavior was not reproduced, as normal initialization of the head and normal communication were observed when interrogating reference devices. Even with shaking the head during all these tests, no abnormalities were revealed. Therefore, no anomaly is suspected on the returned cpr4 head.

Event description:
Reportedly, the cpr4 cannot communicate.